Event description:
On (B)(6) 2016, the a1059 mayfield modified skull clamp was positioned on a patient when the pressure had fallen to less than 40 pounds of pressure. The (B)(6) female patient was prepped for a posterior cervical repair of a pseudomeningocele. The doctor had positioned the patient in pins and applied at least 60 or more pounds of pressure with the clamp at the beginning of the case. At the end of the case the doctor noticed that the pressure had fallen to less then 40. There was no movement noticed during the case and no injury to the patient. There was no revision or medical intervention required and no delay in surgery due to the product problem.

Manufacturer narrative:
Integra has completed their internal investigation on 30 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. Repair cannot duplicate unit losing pressure. General maintenance and cleaning required. The DHR review has been deemed satisfactory. The device in question was manufactured on 30-sep-2007. A two year lookback in (B)(6) for this reported failure and or related to "pressure applied had fallen to less than 40" for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements.